Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0980 showed forty-six other similar product complaint(s) from this lot number.

Event description:
It was reported that the ¿click¿ could be heard, but the engagement was not firm and the two parts were easily disengaged. This led to the failure to attach the extension tubing. A replacement extension tubing had to be used.